Manufacturer narrative:
Date sent to the FDA: 08/17/2007. The actual needle that broke was submitted for evaluation. A visual inspection of the needle using a scanning electron microscope (sem) revealed scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation. There are no signs of manufacturing or material defects found on the needle. Conclusion: user error caused the event. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.

Event description:
Customer reported that a needle broke during closure of a leg laceration. The patient was transferred to a local hospital for excision of a retained needle fragment. The laceration repair was completed at the hospital.